Event description:
I was ordered by my doctor to continue using my respironics dream station CPAP machine event though it is on recall. The doctor told me that my health risk was too high to stop using my CPAP. I have taken the precaution of installing an anti-bacterial filter into the tubing, and it is turning black within 1-1/2 months. I am developing throat and chest pains/irritation that seem to be getting worse - but, no other symptoms for other health issues. My machine is 6 years old but I cannot obtain a new machine anywhere since all manufacturers are waiting for FDA approval of proper replacements or repairs. So, I am stuck in a dilemma of health hazards waiting for FDA approval about what I can do to stay alive. FDA safety report ID# (B)(4).